Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. It was noted that the pulse generator was in back-up. The patient complained of being pre-syncopal. The reason for back-up was unknown. The device was restored to its normal functions successfully. Due to technical difficulties, the physician was unable to restore hourly lead impedance measurements to the device. The patient was stable and would continue to be monitored.